Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that there was no problem with the mechanical valve. Prior to suturing the device into place, there was an unspecified error with the sutures which required the physician to remove the mechanical valve. A new mechanical valve was implanted. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 29mm mitral mechanical valve was implanted and explanted on the same day for unknown reasons. The device was replaced with a 29mm mitral mechanical valve. No other adverse patient effects were reported.